Event description:
The affiliate reported "package normally contains 10 patties, but upon opening, they saw that it had only 9 in the box. They proceeded by opening a new same like product. No delay and no ae to patient". (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the miscounted pattie cards were tested on (B)(4) to evaluate machine performance. Machine rejected every miscounted pattie card. The manufacturing documentation for lot 330966 was pulled and reviewed. (B)(4). Root cause is likely due to operator error. Machine (B)(4) was reviewed and tested multiple times with miscounted pattie cards and they were rejected every time. Per the requirements of the specification, (B)(4). Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.